Event description:
It was reported that the screen on the insulin pump was unreadable. It was stated that the display had a black spot and is getting bigger over time. During the call, the mother stated that the customer had high blood glucose of 461 mg/dl and paramedics were called. The customer was treated the night before and currently he is doing fine. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.